Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the device was discarded of and would not be returned for analysis. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (11 mg/ml at 1.262mg/day) and bupivacaine (22 mg/ml at 2.523mg/day) via an implantable infusion pump. It was reported the patient had flu like symptoms and the critical alarm was activated. There were no environmental/external/patient factors that may have led or contributed to the issue. The healthcare provider (hcp) attempted a single bolus and discovered the pump was in a motor stall. The patient was sent for a replacement. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.